Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed full pump reset with guidance from technical staff, did not see error again after reset, and successfully started new sensor session.